Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zkb00 21.0 diopter intraocular lens (iol) was explanted. There was no incision enlargement, vitrectomy or sutures required. No patient injury reported. The replacement lens was another zkb00 but a lower diopter (19.5). No other information was provided.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 10/12/2016. Device returned to manufacturer ¿ yes. Device evaluation the device was returned to the manufacturer. Device inspection using a 12x magnification was performed and it shows a notch in the optic body and a scratch on the optic. The lens optic is torn; and was cut halfway through. The condition of the lens is consistent with an explanted product. Visual inspection of the return sample shows the product is damaged, most probably to make explant possible. The complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. Based on the investigation results there is no indication of product quality deficiency. All pertinent information available to the manufacturer has been submitted.